Event description:
It was reported that during attempted insertion of the iab, it would not pass through the insertion sheath. As a result of this, the iab and insertion sheath were removed and replaced. There were no pt complications.